Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system, including an ipg, on (B)(6) 2006. It was reported the ipg is no longer providing stimulation. Attempts to obtain add'l info regarding the patient's condition and/or device status were unsuccessful. According to the MFR's device registration system, the ipg remains implanted. No further patient complications were reported.